Manufacturer narrative:
The incident sample has been requested but to date has not been received at the manufacturing plant for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports they found a syringe with a brown cardboard-like particulate inside the barrel of a syringe after filling. The cardboard is very visible to the human eye.

Manufacturer narrative:
Submission date: (B)(6) 2018. An investigation was performed for the reported customer complaint: ¿the customer reports they found a syringe with a brown cardboard-like particulate inside the barrel of a syringe after filling. The cardboard is very visible to the human eye.¿ after reviewing our database and the device history record (DHR), the lot number reported by the customer 171568164 was provided incorrectly. However, according to the DHR database, there is a similar lot number that could match this part number. The DHR review was performed utilizing this lot number (1715684164). Product and specification requirements were met with no non-conforming product identified relating to this customer report. During the manufacturing of the syringe assemblies, syringes are visually inspected and physically tested. Control mechanisms are in place to prevent the occurrence and acceptance of damaged syringes during the syringe molding, assembly and packaging processes. These mechanisms include, but are not limited to: material verification/certification processes, periodic audits, dimensional specifications, machine maintenance requirements, and personnel training and certification. The syringe barrel is periodically inspected during the production process. A lot cannot be released unless it passes all visual and physical testing requirements. Inspectors routinely examine the product to ensure it meets acceptable quality level (aql) sampling criteria. Inspections focus on damaged product or components, holes, splits, or cracks in barrel which permit leakage, leakage in fluid pathway, and luer tip not to specification. Testing for this component during production includes the plunger being exercised during the assembly process to distribute the silicone in the barrel and on the rubber tip. Leak testing is also conducted to ensure the syringe draws, holds and expels fluid properly. No adverse conditions, special circumstances, or events were documented that may have led to the reported event. The syringe is intended to be a single use syringe and not qualified as a prefill syringe. A sample without original packaging or an identifying lot number was received. Visual inspection did observe cardboard particles inside syringe. The 12ml syringe, luer lock, p5m6k-080, is manufactured by an external supplier. The processing site operations consist only of the assembly (pick and place) into the operation tray. The condition reported did not occur during the assembly manufacturing process. The component pn 6492739 is supplied externally. The reported customer complaint is confirmed. A root cause could not be determined. A complaint notification was sent to the supplier to initiate the investigation of root cause. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.